Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw50619921) on 20-may-2016. The most recent information was received on 14-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included migraine, multigravida and parity 3 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2014). Concurrent conditions included stress urinary incontinence. Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen, naproxen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pain it felt like I was in labour/ pelvic pain"), menorrhagia ("since than my menstruations have been lot heavier/period were heavier"), dysmenorrhoea ("worsening cramps/ dysmennorhea (cramping)"), depression ("depression has worsened/ depression"), alopecia ("hair is falling out/hair loss"), arthralgia ("joint pain/ if "other" please describe: joint pain- joint pain"), libido decreased ("decrease in sex drive"), abdominal pain ("abdominal pain"), feeling abnormal ("felt mentally"), pain ("my body would ache"), allergy to metals ("allergic to metal/nickel allergy"), migraine ("plaintiff claiming other injuries/symptoms: migraine"), tooth disorder ("plaintiff claiming other injuries/symptoms:dental probs"), nausea ("nausea"), complication of device insertion ("normal appearing tubal ostia but device would not repeated attempts and using"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), sensitive skin ("sensitivity"), amnesia ("neurological conditions or problems type:memory loss/nervous system disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and diarrhoea ("diarrhea/gi conditions"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, left partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, libido decreased, feeling abnormal, pain, allergy to metals, nausea and complication of device insertion outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, arthralgia, abdominal pain, migraine, tooth disorder, weight increased, vaginal haemorrhage, sensitive skin, amnesia, dyspareunia, fatigue and diarrhoea had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, libido decreased, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, sensitive skin, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2014. Plaintiff received treatment for fallowing conditions: plaintiff claiming psych injury related to essure, migraine, dental probs., nuero condit/prob nausea, gi conditions, hair loss, weight gain, joint pain. Rep_ha_us_FDA_maude mw5081926. X-ray - on (B)(6) 2018: impression: essure tubal ligation left pelvis.. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus: cervix: acute and chronic cervicitis. Endometrium: late secretory phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tube, left: luminal fibrosis and hardware. Ultrasound pelvis - on (B)(6) 2018: impression: mildly enlarged uterus. 2. Left ovary not visualized. 3. Trace amount of free pelvic fluid, likely physiologic; on (B)(6) 2018: impression: mildly enlarged uterus. Left ovary not visualized. Trace amount of free pelvic fluid, likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw50619921) on 20-may-2016. The most recent information was received on 07-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included migraine, multigravida and parity 3 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2014). Concurrent conditions included stress urinary incontinence. Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen, naproxen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pain it felt like I was in labour/ pelvic pain"), menorrhagia ("since than my menstruations have been lot heavier/period were heavier"), dysmenorrhoea ("worsening cramps/ dysmennorhea (cramping)"), depression ("depression has worsened/ depression"), alopecia ("hair is falling out/hair loss"), arthralgia ("joint pain/ if "other" please describe: joint pain- joint pain"), libido decreased ("decrease in sex drive"), abdominal pain ("abdominal pain"), feeling abnormal ("felt mentally"), pain ("my body would ache"), allergy to metals ("allergic to metal/nickel allergy"), migraine ("plaintiff claiming other injuries/symptoms: migraine"), tooth disorder ("plaintiff claiming other injuries/symptoms:dental probs"), nausea ("nausea"), complication of device insertion ("normal appearing tubal ostia but device would not repeated attempts and using"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), sensitive skin ("sensitivity"), amnesia ("neurological conditions or problems type:memory loss/nervous system disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and diarrhoea ("diarrhea/gi conditions"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, left partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, libido decreased, feeling abnormal, pain, allergy to metals, nausea and complication of device insertion outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, arthralgia, abdominal pain, migraine, tooth disorder, weight increased, vaginal haemorrhage, sensitive skin, amnesia, dyspareunia, fatigue and diarrhoea had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, libido decreased, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, sensitive skin, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. Plaintiff received treatment for fallowing conditions: plaintiff claiming psych injury related to essure, migraine, dental probs., nuero condit/prob nausea, gi conditions, hair loss, weight gain, joint pain. Rep_ha_us_FDA_maude mw5081926. X-ray - on (B)(6) 2018: impression: essure tubal ligation left pelvis.. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus: cervix: acute and chronic cervicitis. Endometrium: late secretory phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tube, left: luminal fibrosis and hardware. Ultrasound pelvis - on (B)(6) 2018: impression: mildly enlarged uterus. 2. Left ovary not visualized. 3. Trace amount of free pelvic fluid, likely physiologic; on (B)(6) 2018: impression: mildly enlarged uterus. Left ovary not visualized. Trace amount of free pelvic fluid, likely physiologic.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw50619921) on 20-may-2016. The most recent information was received on 18-jul-2016. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included migraine, gravida ii and parity 3 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2014). Concurrent conditions included stress urinary incontinence. Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen, naproxen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("severe pain it felt like I was in labour/ pelvic pain"), menorrhagia ("since than my menstruations have been lot heavier/period were heavier"), dysmenorrhoea ("worsening cramps/ dysmennorhea (cramping)"), depression ("depression has worsened/ depression"), alopecia ("hair is falling out/hair loss"), arthralgia ("joint pain/ if "other" please describe: joint pain- joint pain"), libido decreased ("decrease in sex drive"), abdominal pain ("abdominal pain"), feeling abnormal ("felt mentally"), pain ("my body would ache"), allergy to metals ("allergic to metal/nickel allergy"), migraine ("plaintiff claiming other injuries/symptoms: migraine"), tooth disorder ("plaintiff claiming other injuries/symptoms:dental probs"), nausea ("nausea"), complication of device insertion ("normal appearing tubal ostia but device would not repeated attempts and using"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), sensitive skin ("sensitivity"), amnesia ("neurological conditions or problems type:memory loss/nervous system disorder"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and diarrhoea ("diarrhea/gi conditions"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, left partial salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, libido decreased, feeling abnormal, pain, allergy to metals, nausea and complication of device insertion outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, arthralgia, abdominal pain, migraine, tooth disorder, weight increased, vaginal haemorrhage, sensitive skin, amnesia, dyspareunia, fatigue and diarrhoea had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, libido decreased, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, sensitive skin, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. Plaintiff received treatment for fallowing conditions: plaintiff claiming psych injury related to essure, migraine, dental probs., nuero condit/prob nausea, gi conditions, hair loss, weight gain, joint pain. Rep_ha_us_FDA_maude mw5081926. X-ray - on (B)(6) 2018: impression: essure tubal ligation left pelvis.. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus: cervix: acute and chronic cervicitis. Endometrium: late secretory phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tube, left: luminal fibrosis and hardware. Ultrasound pelvis - on (B)(6) 2018: impression: mildly enlarged uterus. Left ovary not visualized. Trace amount of free pelvic fluid, likely physiologic; on 05-sep-2018: impression: mildly enlarged uterus. Left ovary not visualized. Trace amount of free pelvic fluid, likely physiologic.. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-sep-2020: plaintiff fact sheet was received. Event added from pfs: abnormal bleeding (vaginal), sensitive skin,memory loss, dyspareunia, fatigue¸ diarrhea. Event out come and medical history added. This record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-00288) which will be deleted from bayer safety database after all information was transferred to this record (B)(4). Which will be retained event added-- cramps, abdominal pain, felt mentally, my body would ache, nickel allergy, genital bleeding, spontaneous abortion, pregnancy with contraceptive device, device ineffective, migraine, tooth disorder, nervous system disorder, weight gain, nausea, she did not undergo essure confirmation test, complication of device insertion, events outcomes, reporter information, medical history, concomitant drug, essure insertion and removal date were added. Seriousness criteria removed for event "pelvic pain". Event nervous system disorder clubbed with memory loss. Event gi conditions clubbed with diarrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.